Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to post operation rotator cuff deficiency of the right shoulder. The surgeon performed a revision, of an arthroplasty to a reverse shoulder.